Event description:
It was reported to boston scientific corporation that a jagtome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, the patient had ascending cholangitis prior to the procedure. The ercp procedure was being performed for stone removal from the common bile duct (cbd). During sphincterotomy of the papilla of vater with the jagtome, after several cuts the cutting wire of the jagtome broke. Bleeding occurred in the papilla of vater immediately after the wire broke. The procedure was stopped and not completed due to this event. The bleeding was controlled by injection of adrenaline into the papilla followed by applying pressure using a cre balloon (10-12 mm). After application of the balloon the bleeding stopped. The patient was kept in the hospital, and on (B)(6) 2013, the hospital reported that the patient experienced a recurrence of the bleeding. A second ercp procedure was performed in order to control the bleeding. The bleed was treated with injection therapy, coagulation, and the placement of a wallflex biliary stent (10 mm x 6 mm) to achieve longterm tamponade. It was reported by the nurse that the stent controlled the bleeding. It was reported that the patient is in the ICU with ventilation and has recidive sepsis.

Manufacturer narrative:
Visual evaluation of the returned device found that the working length of the device was twisted and damaged (smashed). The cutting wire was broken and blackened, and the proximal pierce hole is melted and blackened. The exposed cutting wire length was measured and found to be within specifications. Two segments of the cutting wire from the site of the break were analyzed and it was determined that the wire broke due to exposure to high temperature. Review and analysis of all available information indicated the most probable root cause for this event (cut wire broken) was operational context since procedural or anatomical factors encountered during the procedure such as generator settings could have affected the device integrity and its performance. Patient hemorrhage is a known adverse event associated with the use of this device and is listed in the directions for use (dfu) / product label. Therefore, the bleeding event is considered an anticipated procedural complication. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications. A labeling review was performed and no anomalies were found.

Manufacturer narrative:
(B)(4) cut wire broke. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagtome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, the patient had ascending cholangitis prior to the procedure. The ercp procedure was being performed for stone removal from the common bile duct (cbd). During sphincterotomy of the papilla of vater with the jagtome, after several cuts the cutting wire of the jagtome broke. Bleeding occurred in the papilla of vater immediately after the wire broke. The procedure was stopped and not completed due to this event. The bleeding was controlled by injection of adrenaline into the papilla followed by applying pressure using a cre balloon (10-12 mm). After application of the balloon the bleeding stopped. The patient was kept in the hospital, and on (B)(6) 2013, the hospital reported that the patient experienced a recurrence of the bleeding. A second ercp procedure was performed in order to control the bleeding. The bleed was treated with injection therapy, coagulation, and the placement of a wallflex biliary stent (10 mm x 6 mm) to achieve longterm tamponade. It was reported by the nurse that the stent controlled the bleeding. It was reported that the patient is in the ICU with ventilation and has recidive sepsis.